Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in a generic plastic bag. The unit returned has the plastic package damaged. The device presents a crack in its original tray near the rear part of the gauge of the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a sterility issue occurred. A 26 encore balloon catheter inflation device was selected for use. Upon unpacking, it was noted that the inner plastic package was torn longitudinally and compromised the sterility. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a sterility issue occurred. A 26 encore balloon catheter inflation device was selected for use. Upon unpacking, it was noted that the inner plastic package was torn longitudinally and compromised the sterility. The procedure was completed with another of the same device. No patient complications reported.